Event description:
Pt found unresponsive at 17:30. There had been a tachycardia alarm at 15:46. The pt was seen at 16:00. The pt monitor had been in a sustained "in learn" mode at 17:30. The monitor did not alarm, no action was taken for CPR in a timely manner. It is assumed that the pt arrested and expired without benefit of CPR. There was no alarm to the rhythm as the "in learn" mode was predominant. The memory of the monitor was accessed for the strips. There appears to be a window between 16:00 and 17:30 where something contriubted to the lack of alarm notification. There is the possibility of user error as well as some type of mechanical contribution. Hosp has not been able to determine other contributing factors. Tech support has evaluated the telemetry and monitor.